Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry movement was not possible. Review of the system log file showed ¿enmv at startup high io geometry safety line check done/failed¿ error. During troubleshooting, the fse confirmed the problem with geometry module. The failure analysis confirmed the malfunction with the geo module and the cause of the failure was high enable movement (enmv) signal. However, the fse replaced the geo module which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry was not working. The device was in clinical use. No harm to patient was reported to philips. A philips field service engineer (fse) visited the site and replaced the geo module. The device was returned to expected functionality.